Event description:
Patient reported right side deflation. Healthcare professional later confirmed right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), d9, h3, h6.

Event description:
Patient reported right side deflation (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device was explanted.